Event description:
The guidewire became stuck in the lead during implant. The lead was implanted with the guidewire inside of it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).